Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. Product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 355531, product type: screening device. (B)(4).

Event description:
It was reported that the trial contact lead had electrodes that were out of range. Impedances greater than 10,000 ohms were found on electrodes 3, 6 and 7. Inter-operative testing revealed electrodes out of range. A new multi-lead trialing cable was used to determine if it was the testing cable or the lead, but high out of range impedances were found again. A new trial lead was used and the issue was resolved. The lead was not used in the patient. No patient injury occurred. The patient recovered without sequelae.